Event description:
Per the audiologist, the patient was explanted in 2007 due to a skin flap infection. Mrsa was cultured. Reimplantation surgery had not been planned at the time of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.